Manufacturer narrative:
The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not fully open. The patient was being treated for an unruptured, amorphous aneurysm in the left supraclinoid internal carotid artery (ica). At deployment, the middle and proximal sections of the pipeline flex did not open. The physician resheathed and redeployed the device in an attempt to open it, but was unsuccessful. The pipeline flex was resheathed and removed from the patient. A different device was used without any issues. There was no report of patient injury.